Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for malignant pain. It was reported that the patient stated that they had fallen about a week ago and had fallen pretty hard on the right side of their body. The patient stated they were disabled. The patient added that the pump had been hurting physically on the outside and they could not touch it. The patient mentioned that they had gone to have the pump filled on wednesday (B)(6) 2026) and had told them that they were having a hard time finding the port because the pump had moved. The patient stated they did know who the healthcare provider (hcp) was, they just had someone who filled the pump. The patient stated they would follow up with hcps. The patient denied hearing any pump alarms. The patient was redirected to their healthcare provider to further address the issue.